Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted on (B)(6) 2012. The indication for the stent placement was a persistent stricture (refractory benign), the lesion size was 2-3cm at the lower esophagus. The patient's anatomy was not dilated prior to the stent placement. According to the complainant, three to three and a half weeks after implantation, it was confirmed that the stent had migrated into the patients stomach. On (B)(6) 2012, an egd (esophagogastroduodenoscopy) was performed to remove the migrated stent. During this procedure the physician was unable to get a good grasp of the pull suture to remove the stent, so he referred the patient to another physician at a different hospital. Reportedly the stent was successfully removed from the patient a couple days later. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.